Manufacturer narrative:
The iesu was installed on an in-house system where the unit functioned as expected. The iesu energized and cauterized and all ports recognized instruments. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. A review of the provided image is consistent with the alleged complaint regarding error n-10. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated error n-10 while using the erbe generator. The user restarted the erbe generator multiple times, but the issue persisted. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the vision side cart was replaced with another one. Following this, the user completed the procedure robotically without further issues. The procedure was delayed for approximately 60 minutes. The issue was identified during a radical prostatectomy (without lymphadenectomy) procedure with ports already placed prior to the event.